Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 30mmx3.0mm, concentric, de novo target lesion contained >=45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. A 3.5 6fr non-bsc guide catheter was introduced. After a non-bsc guide wire has crossed the lesion, predilation was performed with a 3.0x2.0 apex balloon catheter resulting to 50% residual stenosis. Subsequently, a 3.00x 32mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the physician noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.